Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Occupation: family member. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was implanted in (B)(6) 2018 due to hydrocephalus. In (B)(6), the patient experienced a coma and was sent to hospital for a month, during which time mannitol treatment was used. It was unknown if the coma/hospitalization was related to a performance issue the device. The patient was discharged from the hospital after regaining consciousness. After being discharged, the patient¿s condition worsened, and incontinence occurred. The patient also had excessive brain effusion. It was stated the brain effusion was due to the patient¿s disease state and it was unknown if the incontinence was related to a performance issue with the device. The patient¿s device was adjusted.